Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review performed on the guide wire and catheter did not reveal any manufacturing related issues. The probable cause of the guide wire kinking could not be determined based upon the information provided and without a sample. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. It states that if resistance is encountered when attempting to remove the guide wire after catheter placement, the guide wire may be kinked about the tip of the catheter within the vessel. In this case it is recommended to withdraw the catheter relative to the guide wire about 2-3 cm and then attempt to remove the guide wire. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire.

Event description:
The customer alleges that there was difficulty in removing the guide wire, after forcing it out it was noted to be bent. No patient injury reported.

Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report. The device was discarded by the user facility.

Event description:
The customer alleges that there was difficulty in removing the guide wire, after forcing it out it was noted to be bent. No patient injury reported.